Manufacturer narrative:
Lot number 2 - the test strip lot number is 80857923, with an expiration date of 30-apr-2026. The coaguchek xs meter serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable inr results from the coaguchek xs meter upon consecutive testing. Two coaguchek xs pt test 6 strip lots were used: lot number 1 and lot number 2. The meter result from lot number 1 was 5.9 inr. The meter result from lot number 2 was 3.7 inr. The exact time interval of the tests was not provided. The customer's therapeutic range is 2 to 3 inr.